Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat an atrial fibrillation a polarxfi was selected for use. It was reported that the error 1 - 00004000-2: console detected blood in the catheter. It occurs suddenly when trying to do the last bonus cooling. Mapping was performed without cooling and the procedure was completed. No patient complications were reported. The device is expected to be returned.